Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "I had a hip replacement in 2008. I been having issues since the recall. My doctor is no longer in practice and has moved away. I'd like to get some help from your company!!"